Manufacturer narrative:
(B)(4)

Event description:
During a shoulder arthroscopy using the 72203290 osteoraptor it was reported that several anchors from this lot pulled out of the bone. Repair was completed using anchors from a different lot that worked fine. There was a reported 20 minute procedural delay with no patient injury or complication. None of the anchors broke in the patient; a total of six pulled out. The patient¿s bone quality was good. The site prep was done with a drill but the doctor did mallet the drill guide first. He was advised not to but said it's what he has done before. The surgeon used new holes for the additional anchors thus leaving the initial holes empty. No product will be returning for analysis.